Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer experienced elevated blood glucose (bg), no value was provided. The customer address the elevated bgs with a correction bolus and physical activity. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issue.